Event description:
Procedure: anterior resection. According to the reporter: first reload fired perfectly. Second reload was loaded and cycled, reload then started to fire but jammed, the consultant could not squeeze the instrument a second time so had to open the jaws. She was not happy to continue the lap, so made a pfannestial incision to continue the operation. The reload had started to fire stapled but no evidence of the knife blade cutting. The pt is fine. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).